Manufacturer narrative:
A review of the device history record and further investigation have been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (early onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was infection (early onset).

Event description:
Healthcare professional reported the reason for right side device removal is noted as "infection."